Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user, who stated that the rollator grip detached from the handle during use causing him to fall resulting in scrapes, bruises and soreness. The end user was not seriously injured and did not receive medical intervention. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.